Manufacturer narrative:
Common device code: spinal fixation system or ebi 5.5 helical flange spinal system. Device product code: nkb or mnh. PMA/510(k) number: similar to k150896 or k061441. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00127, 3012447612-2021-00128.

Event description:
It was reported that set screws loosened post operatively at the bottom of a construct. No revision plans or further information was provided. This is report 1 of 3 for this event.

Event description:
It was reported that set screws loosened post operatively at the bottom of a construct. No revision plans or further information was provided. This is report 1 of 3 for this event.

Manufacturer narrative:
This report is relaying additional information. Device evaluation: product was not returned and photos were not provided, so a device evaluation could not be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to torque handle wear through use over time or multiple sterilization cycles, resulting in the closure top being under torqued. DHR review and related actions: dhrs were unable to be reviewed since the lot numbers are not known at this time. Device use : this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.